Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3: reference MFR. Report#1627487-2018-13423, reference MFR. Report#3006705815-2018-03466. It was reported the patient was going to have their system explanted. Additional information pending.